Manufacturer narrative:
The account found the cause was the logic power control board. Per the hill-rom service manual the advanta bed requires and effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Run the knee section to the full upper and lower limits to ensure proper function of the limit switches. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the logic power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that when the bed is plugged in the knee will run up by itself. The bed is located in the accounts bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).